Manufacturer narrative:
Results: control board.

Event description:
It was reported by service report that the power cord wires were exposed and the control board showed signs of fluid intrusion. No patient involvement or adverse consequences are reported.